Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiac arrhythmia, congestive heart failure, and mitral regurgitation.

Manufacturer narrative:
Analysis of the device was performed and no anomaly was detected.